Event description:
Approximately eight months after treatment with two cypher stents, thrombus was found within the implanted stents.

Manufacturer narrative:
This patient presented to cardiac catheterization for elective treatment of a de novo lesion in the distal right coronary artery (rca) and the posterior descending branch of 54mm in length in a 2.75mm vessel diameter at a bifurcation. The vessel was classified as type c. Pre-dilation was conducted with a 2.0x15mm balloon at 10 atm before deploying a 2.5x28mm cypher 2.5x28mm at 12 atm. A 3.0x33mm cypher deployed next at 8 atm and overlapping the first cypher at the proximal end. Post-dilation was conducted with a 2.5x15mm balloon 2.5x15mm at 18 atm. Ivus was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual diameter stenosis measured 0%. Act was measured (385). Aproximately eight months later, the patient complained of chest pain and was admitted due to an acute myocardial infarction. Coronary angiography was conducted and thrombus was observed inside the implanted cypher. To treat the thrombus, thrombolytic agent (t-pa) wa administered, and aspiraton was conducted. The patient did not develop further complications and was reported to be in stable condition. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This also one of two products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2006-00970 and 9616099-2006-00971.